Event description:
A hospital in (B)(6) reported via our distributor that an rt240 adult dual heated breathing circuit did not pass the ventilator leak test. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt240 adult dual heated evaqua breathing circuit was returned to fisher & paykel healthcare for evaluation. The complaint device was visually inspected, pressure tested and submerged in water to check for leaks. Results: the pressure test revealed that the complaint device was out of specification. A water bath test was performed which showed that the leak was at a gap between the collar and the patient end connector. It was observed that the evaqua limb connector was incorrectly assembled. A lot check could not be carried as no lot date was provided. Conclusion: the reported leak was caused by the evaqua (expiratory) limb connector being incorrectly assembled. All rt240 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. In addition, tube weighing and bond strength testing is performed every 15 minutes. Any breathing circuit which fails any of these tests is discarded. This suggests that the subject breathing circuit was damaged after being released for distribution. The hospital correctly followed our user instructions and identified the fault during a leak test before use on a patient. The key difference between fph's evaqua breathing circuits and conventional breathing circuits is that the expiratory limb of the evaqua circuits, such as the rt240 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers.